Event description:
It was reported that the user experienced persistent hyperglycemia over 12 hours with fingerstick values up to 592 mg/dl while using an ilet system with a teflon infusion set. Earlier, the user noted the site leaking and attempted to press a partially dislodged set back in before later replacing the infusion site; the most recent removed set showed a bent cannula, suggesting an infusion set deployment or connection issue. The user was educated to change supplies when glucose is very high and to avoid reinserting a dislodged infusion set. Symptoms included hyperglycemia without reported clinical complaints. Outcomes included no lasting health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed no intrinsic device problem and identified a usage problem, specifically improper or incorrect insertion procedure for the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.